Event description:
It was reported that the cpu went bad. No adverse consequence reported.

Manufacturer narrative:
Throughout the process of the MFR's investigation, the user facility was contacted multiple times with no response. The reported failure involved the cpu board, which is an intricate component of the product. If additional info is obtained, a follow up report will be filed.